Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical professional called to report the patient continues to have issues during tx and wonders if this in relation to the fluid leak noticed on a completed treatment on (B)(6) 2018. The fluid leak was noticed when a training tx was completed upon removing the cassette. They noticed the cassette compartment was moist/wet inside, but the patient was still sent home with the cycler. The patient was not connected at the time the fluid leak was noticed. It was advised to discontinue use of the cycler. It is unknown if the liberty select alarmed prior to or when the fluid leak was observed. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."